Event description:
It was reported that this pacemaker system had many false ventricular tachycardia (vt) episodes stored. This was caused by oversensing of the atrial signal by the right ventricular (rv) lead. It was noted that the rv lead was implanted in the bundle of his, which was considered to be off-label use. The r-wave amplitude was small at 1.5 mv. Technical services (ts) discussed troubleshooting including reprogramming options. No adverse patient effects were reported. Currently, this pacemaker system remains in service.